Event description:
It was reported that the patient presented in the emergency department for unknown reason. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited noise. Chest x-ray confirmed rv lead dislodgement. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and noise. The reported event of noise was not confirmed. As received, only the connector portion of the lead was returned in one piece with the stylet stuck inside the lead. Final analysis found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil due to excessive forces which consistent with procedural damage.